Event description:
The patient was sent to the operating room for a right thoracotomy with a wedge resection and bronchoscopy. The surgeon was using an echelon flex 45 articulating linear cutter stapler to remove tissue from the patient and the stapler did not release. Another stapler was put on the field and this stapler failed mid fire. A third stapler was put on the field and used; the stapler was stuck on the tissue and could not be removed. The surgeon took a wider amount of lung tissue in order to get the specimen, and the specimen with the stapler attached was walked to the pathology lab. The operation was completed and the patient was sent to recovery in stable condition.